Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm on the arctic sun device and was not reading the temperature. They have already tried a rectal and esophageal probe. Confirmed alarm 14 (patient temperature 1 probe out of range) in event log. Suggested replacing the temperature in cable. Nurse had one available, and confirmed the temperature was now reading.

Event description:
It was reported that they were getting an alarm on the arctic sun device and was not reading the temperature. They have already tried a rectal and esophageal probe. Confirmed alarm 14 (patient temperature 1 probe out of range) in event log. Suggested replacing the temperature in cable. Nurse had one available, and confirmed the temperature was now reading. Per follow up information received via task on 02jan2025, spoke with rn who confirmed and had exchanged the cable and this resolved the issue. No further issues during treatment. Original cable was disposed of.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. They have already tried a rectal and esophageal probe. Confirmed alarm 14 (patient temperature 1 probe out of range) in event log. Suggested replacing the temperature in cable. Nurse had one available, and confirmed the temperature was now reading. Per additional information received, tech support spoke with rn who confirmed and had exchanged the cable and this resolved the issue. No further issues during treatment. Original cable was disposed of. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.